Event description:
The biomedical engineer reported that the multigas unit was giving incorrect o2 readings. The calibrated gas was used to determine that the device was not functioning correctly. The device in question read 17-18% when instead it should have read the expected 21% o2. Hence the unit was pulled from service and an exchange was requested. This device was not in patient use and found at set-up.